Event description:
It was reported that, pt had pkr- experiencing pain- dr (B)(6) converted the pkr to a tka triathalon.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. No further info will be provided. Should additional info becomes available, it will be submitted in a supplemental report.